Manufacturer narrative:
The device was not returned for eval and the lot number is not known, precluding further analysis.

Event description:
It was reported by the pt's counsel that the pt had the pain pump inserted on (B)(6) 2006 following a surgery on her left shoulder to repair a labral tear. Pt's counsel alleges that the use of the pain pump led to cartilage and tissue damage of the shoulder with pain, weakness, decreased range of motion and a "grinding, popping and clicking" sound in her shoulder joint. Pt's counsel alleges that pt discovered the cartilage damage on (B)(6) 2009 when the physician diagnosed her with "relatively impressive degenerative changes of the humeral head with narrowing of the joint space." Pt had a shoulder replacement surgery on (B)(6) 2009.